Event description:
Caller reported a patient result of 147 mg/dl with the inform system and a lab draw done within 10 minutes of >700 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.